Event description:
It was reported that on (B)(6) 2025, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown delivery system. During procedure, a pericardial effusion (pe) occurred immediately after release of the device. The patient had to be tapped and currently waiting to see the surgery is needed or not.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of patient-device incompatibility (implant-related tissue damage), pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. It was indicated that two partial recaptures were performed before device implant which may have contributed to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported patient-device incompatibility could not be determined. The reported pericardial effusion and cardiac tamponade could be related to patient conditions prior to implant or procedural conditions. However, this cannot be confirmed. The reported interventions were under case-specific circumstances as pericardiocentesis was performed and device explanted surgically. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code: medical device problem code: 2993 adverse event without identified device or use problem.

Event description:
N/a.